Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Adverse event report is being submitted due to symptoms related to diabetes - lightheaded. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of being lightheaded. Medical attention is not reported as a result. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 135mg/dl non-fasting using true metrix meter. Customer was using improper testing technique. Customer was trained on the proper testing technique and is satisfied the products are working as intended. The test strip lot manufacturer¿s expiration date is 09/16/2021 and open vial date is 3-4 days ago since initial call. The meter memory was not reviewed for previous test result history.